Event description:
I had essure implants (B)(6) 2015. Had the procedure in my obgyn office. I've had nothing but pain since the day they were put in, severe cramping and pain, headaches, fatigue, leg pain and lower back pain, bleeding still. I am on 4 different pain pills to control pain.